Event description:
The device was used during a lobectomy procedure. Reportedly, the staples were missing. The surgeon performed a re-operation and manually sutured to complete the procedure. The hosp has reported the pt's condition is satisfactory.